Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp. The device was prepped and inserted into the patient's left femoral artery without any reported issue. During support, the patient developed ischemia that prompted premature removal of the device. It should be known that this patient had peripheral artery disease which caused narrowing of the vessel around the impella, leading to ischemia.